Manufacturer narrative:
The account stated that brake pedal has a bolt going through a plastic brake pad. The cause is unk. The account will replace the brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the brake will not hold. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).